Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon detachment occurred. The lad (left anterior descending) lesion was dilated at 12 atm using this 2.5x20mm emerge balloon catheter with no issues. The balloon was withdrawn without any resistance; however, outside the patient it was noted that the balloon was torn apart at the first 20cm. The balloon and a portion of the shaft remained in the vessel. Another balloon was used to withdraw the distal portion of the emerge balloon catheter. There were no further patient complications.